Event description:
Philips received information on march 19, 2025, that between october 2024 and march 2025, the hospital submitted a report detailing direct patient harm attributed to deficiencies in service, operation, and the failure to implement the ventilator exchange program mandated by the philips recall. At this time, this is the only information that has been provided. The report has not elaborated which recall was alleged; no specific malfunction has been identified. The current information of unspecified harm has been assessed by a philips clinical expert as not meeting the classification of serious injury and is assessed as non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. Additional information regarding the reported event will be requested. The investigation is ongoing.

Manufacturer narrative:
Additional details were requested regarding the event, and the philips key market reached out to the customer. It was reported that the customer was waiting for the v680 removal field action. It was reported that there were 13 devices at the hospital, and the remediation strategy was to substitute the equipment with ev300 devices. No allegation of malfunction was reported for the 13 devices that were awaiting removal. Per communication with the philips key market representatives in mexico, it was confirmed that there was no patient injury associated with the event. Philips complaint database was reviewed and there was no report received from mexico with any allegation against a v60 device within the timeframe indicated by the customer. Based on the information provided, the issue does not meet the definition of a complaint and is therefore being redacted. If new information is received that suggests that the record is a complaint, the record will be reopened, and an investigation will be performed.